Event description:
It was reported that multiple tracheostomy failed to inflate during pre-test. Multiple lots affected with 11 tracheostomy in total. No patient injury reported.

Manufacturer narrative:
Other, other text: a product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).